Event description:
On august 14, 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultralink meter was reading inaccurately erratic. The reporter indicated that the alleged issue started on an unspecified date/time within the past 5 months. The reporter reported blood glucose results of "214, 188, and 447 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Within an unspecified "short period of time" after the alleged issue began, the reporter claimed that the patient develop symptoms of shakiness, paleness, and having dilated eyes. On an unspecified date/time in 2009, the reporter claimed that the patient received an IV drip of insulin in an urgent care/clinic because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what meter readings he got before, during, and after the reported symptoms developed, and what meter readings he obtained before, during, and after the received treatment in the urgent care/clinic. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, and before he went to the clinic. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The reporter performed a quality control test that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged meter issue began. In addition, the reporter claimed that the patient received insulin treatment from an urgent care/clinic because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.